Manufacturer narrative:
Vyaire medical file identification: (B)(4) h10: the suspect device has not been return for investigation. Analyzed logs and found persistent tf 388 - no o2 dosing possible and 271- o2 supply fail - no o2 dosing possible. Vyaire technical support (ts) recommended an insp block replacement. Customer placed order for new insp. Block. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us 17,3" ventilator had alarm tf 388 - no o2 dosing possible present in logs. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective o2 pressure regulator. As a resolution, vyaire ts recommended to replace the device insp. Block.